Manufacturer narrative:
8/19/97 surgeon was performing a laparoscopic procedure and was using a trocar when evidently a problem occurred. At this time he has no recollection as to what the problem was. He states he has not had any pt consequences related to the trocar.